Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to informed about luminometer errors during their routine run. The ccc specialist checked for dark counts with and without cuvettes and results were acceptable. The acid and base bottles were inspected and no issues were found. The acid and base pumps were inspected and there were no leaks. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the wash station, acid and base dispense, and no issues were found. The cse performed a replacement of the luminometer, a recalibration of all parameters, and all tests passed. The cse performed quality controls (qc) and results were acceptable. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated progesterone (prg) patient result was obtained on an advia centaur xpt instrument on (B)(6) 2018. The initial result was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer ran in triplicates and the results were lower. A corrected report was issued and the expected result of 0.54 ng/ml was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the prg discordant patient result.